Manufacturer narrative:
Following completion of product analysis for pr ID (B)(4), fa has determined that two seemingly unrelated failures reported (pr ID (B)(4) - self-test failure found in psdr,(B)(6) ¿ premature battery, possibly as the result of a device issue) were the result of pca contamination. Based on this pr (B)(4) will be closed as duplicate of pr ID (B)(4).

Event description:
It has been reported that the device is failing self-test.